Event description:
It was reported to philips that the co2 parameter for the device was not working. There was no patient involvement.

Event description:
It was reported to philips that the co2 parameter for the device was not working. There was no patient involvement.